Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the sheath of the right atrial lead had perforated the patient's heart. Perforation was confirmed by venogram and contrast. The lead was not used and replaced. The patient was in stable condition and experienced no complications.